Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Had a brush head break off internally and stop working / got a screw in mouth [device breakage]; no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported via e-mail on (B)(6) 2016 that for the second time he/she has had an (B)(6) brushhead, version unknown break off internally and stop working; along with this, the consumer once got a screw in his/her mouth. However, the consumer noted that he/she had used the (B)(6) 600 pro rechargeable toothbrush concomitantly to his/her satisfaction for several years. No symptoms developed. On (B)(6) 2016 received consumer's follow-up email: the male consumer reported that the following brushes were concerned: an 8 pack/16 pack of (B)(6) power oral care refills precision clean. The consumer stated that he had used the brush for about 3 weeks; he had held onto it and could possibly send it along with the rest of the brushes. No further information was provided.